Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiac arrest. Leading up to death, the patient and their family requested comfort measures and discontinuation of left ventricular assist device (lvad) therapy. Hemodialysis was refused for three days prior, and the vent was discontinued. The patient wanted to be transferred to hospice. The patient was seen and examined. The patient was made a do-not-resuscitate (dnr) order. It was stated that the patient would like to be rapidly diminished of all other aspects of their care. The lvad was turned off and the patient underwent cardiac arrest soon after. Their lvad had no alarms or other problems. An autopsy was not performed. The outcome was not device or therapy related. The device was operating as expected. The pump was not explanted and will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that no autopsy was performed, and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including renal dysfunction, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.